Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected shutdown occurred. Additionally, the pump was not logging data despite being in use. Blood glucose level ranged from 120-150 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged missing history issue could not be verified. Additionally, the alleged unexpected shutdown was verified.